Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a spike on a pressure bag that came loose and sprayed saline over the universal battery charger (ubc) and power module. The ubc sparked. All devices were unplugged. Related manufacturer reference number: 2916596-2023-08931 (heartmate power module). Related manufacturer reference number: 2916596-2023-08853 (heartmate universal battery charger). Related manufacturer reference number: 2916596-2024-00277 (battery(B)(6)). Related manufacturer reference number: 2916596-2024-00278 (battery (B)(6)). Related manufacturer reference number: 2916596-2024-00279 (battery (B)(6)).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress in the 14v battery was confirmed via visual analysis. The 14v li-ion battery (serial number: (B)(6)) was returned for analysis and upon initial observation, several contacts were found corroded. The battery went through a charge/discharge cycle and placed in a universal battery charger for further testing. No atypical signals were observed. The battery was able to charge to full bars as intended. The 14v battery was hooked up to a mock loop with a test system controller and battery clips. The battery was functionally tested and found to operate as intended during analysis; no alarms were produced. The root cause for the corroded contacts was determined to be due to fluid ingress; however, a root cause for the fluid ingress was unable to be conclusively determined. The 14v li-ion battery (serial number: (B)(6)) was inspected and accepted into the receiving inspection storage location on 17oct2023, and passed all manufacturing testing prior to being initially shipped outbound on 27oct2023. The heartmate 3 instructions for use states under the weekly safety checklist to clean the metal battery terminals and contacts on the batteries and to check for damage. Heartmate 3 patient handbook section 4-¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.